Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-60 lot# serial#(B)(4). Implanted: 2010 (B)(6)explanted: 2010 (B)(6) product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported the healthcare provider ¿almost killed them¿ and the doctor ¿hacked them up because the surgeon didn¿t show up to cut the line for the wire and one line for the battery so during surgery they were given gas and the lead and implantable neurostimulator (ins) were put in after cutting 2-3 inches, and then they were glued shut. Following this in 2010 the consumer got an infection so the doctor had to remove the entire system and ¿scrape out the infection around the spinal cord.¿ following this they had a PICC line for six weeks of antibiotic treatment through the PICC line and oral antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.